Event description:
It was reported that during an implant procedure, the atrial lead was dislodged and exhibited sensing problem. The atrial lead was not used, and a different lead was used to complete the procedure on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported event of unspecified sensing issue was not confirmed. The reported event of dislodgement was inconclusive. As received, a complete lead was returned in one piece. Final analysis found no physical anomalies and helix extension length was within specification.